Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device was not returned, the exact cause was unknown. Based upon the information from complaint, omsc surmised that the reported phenomenon was occurred due to there was failure of the circuit board or failure of the electrical contact of the video connector.

Event description:
Olympus inspected the device at the service department of olympus and found that a scope communication error b30 appeared on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.